Event description:
A malfunction was reported on the pump, with no preceding notable events. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to report any future malfunctions if they occur.